Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 100 and 140 bpm on the sys 97. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab for iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. It was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and musty rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Having the opportunity to examine the folded or partially folded iab membrane may have provided some add'l insight into the encountered difficulty. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The iab membrane failed to fully exit the sheath. 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing. (This follow-up MDR was mailed on 6/2/98).

Event description:
The iab was defective. This was the only info at the time of the report. On 3/20/98, datascope was notified that the iab did not inflate. Event complications: unknown-reported 3/12/98. Pt's current status: unk-rpt'd 3/12/98.